Event description:
An eye care professional reported that a patient experienced a corneal perforation secondary to acanthamoeba keratitis, left eye. The patient was wearing night & day contact lenses and using clear care lens care product. Corneal transplant performed requiring close monitoring and additional follow up. Pre-event acuity 20/20, post-event acuity light perception. Event reported as occurring 1 to 2 years ago, with no product or lot information available. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.